Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. After a non-bsc guide wire crossed the lesion, dilatation was performed with a 2mm-30mm coyotenc balloon catheter. The device was exchanged with a 2.5mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter; however, during the first inflation at 9 atmospheres after 8 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 2.5mmx40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The distal tip was damaged. Microscopic examination of the balloon presented no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 1mm proximal of the distal markerband was revealed. There was balloon material lifted around the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. After a non-bsc guide wire crossed the lesion, dilatation was performed with a 2mm-30mm coyotenc balloon catheter. The device was exchanged with a 2.5mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter; however, during the first inflation at 9 atmospheres after 8 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 2.5mmx40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.